Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose over 600 mg/dl. Customer he had transferred her setting from her other device and wanted to make sure everything was transferred correctly. Settings were reviewed and correct. Customer all ready did a set change and declined troubleshooting for high blood glucose. Customer wanted to monitor the device and will call back if issues persisted. No further information reported.